Event description:
Procedure: gastrectomy. According to the report: after firing, only half of the staples closed tissue normally. The doctor completed the operation by sewing manually. During the procedure, 40cc's of the bleeding occurred; in addition, oversewing the staple line extended the procedure 45 minutes. There was no unanticipated damage to tissue or further patient injury reported.

Manufacturer narrative:
Product not available in the united states.